Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage, vomiting, and nausea are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require re-operation." "The dissection should be the same size as the band of even smaller to reduce the possibility of band and/or stomach slippage." Device labeling address the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended".

Event description:
Pt's attorney called and reported a lap-band sys removal for the alleged events of a band slippage, indicated initially by nausea and vomiting, and confirmed by the surgeon through two barium swallow studies. The device was removed and not replaced. Following up with the surgeon: "pt needed lb (lap-band sys) revision - she elected to have (a) removal. No device defect noted at time of x-plant (removal of the device)." The op-report listed: "3. Removal of band due to the pt's wishes. The pt refused a revision." Follow-up findings: the surgeon exonerated the device concerning a defect however apparently the lap-band system band section slipped and nausea and vomiting was associated with this slippage. Allergan requested the device to be returned for product analysis, however, the device was not returned by the surgeon. Allergan's approach to compliance is to resolve all doubt in favor of reporting.